Manufacturer narrative:
Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the pediatric patient was catheterized to have a cystogram with contrast media (xenitex). During the procedure, it was noted that the retention balloon could not be deflated. Later on, the consulted urologist cut the catheter shaft, but the balloon did not deflate. The urologist then inserted a stylet through the foley catheter to puncture the balloon, and the catheter was removed. It was further reported that the medical staff did not inject the contrast media, so the procedure was not performed. It was reported that a new device was placed in the patient. The patient outcome was reported as "stable without any specific complications so far. No photographs are available.

Manufacturer narrative:
A review of the last three product monitoring reports (pmr's) for trends indicated no trends for this issue on this product. Historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to the reported event. A total of 2 complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).